Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 7 of 8 on the homechoice machine(hc). The home patient(hp) also stated system error 2367 alarm occurred. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp stated they could not find any obvious cause to the alarm. The caregiver (cg) was contacted on (B)(6) 2011. The cg stated this was an isolated event. The cg stated the home patient (hp) did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. The cg also stated that the supplies have already been discarded and no further information is available at this time. The cg also stated no companion samples were available. The tsr explained the alarms. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.